Event description:
It was reported that far field r-wave oversensing was noted on the device during ventricular tachycardia (vt). The device delivered appropriate anti-tachycardia pacing (atp) due to the vt, however, the atp did not convert the rhythm. Abbott technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.